Event description:
Information was received from a manufacturing representative in (B)(4) and did not involve a patient. Review of the information for prescribers on this report date revealed that german translation of the temperature range (storage temperature: kits and accessories) found on pg 81 of the manual was wrong. At the time of this report, the issue was not resolved. Additional information received on 2016-aug-08 indicated that the german translation indicated that the storage and transportation temperature of the kit device components or accessories should be above 57 °c (135 °f) or below ¿34 °c (¿30 °f). The correct translation should read between -34 ° c (-30 ° f) and 57 ° c (135 ° f).